Event description:
Hospital staff report that during a cardiac arrest situation, the device indicated shock not delivered with 'handsfree' defibrillation electrodes. A back up device was obtained and care to the patient was continued. Patient outcome was not reported, medtronic received no report of adverse affects to the patient as a result of device operation.

Manufacturer narrative:
The hospital has sequestered the device. Medtronic continues to investigate the reported event.